Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test and displacement test. Unit was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot and customer states display is blank. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The customer reported that display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.